Event description:
The customer reported that the device fails opcheck every time.

Manufacturer narrative:
The customer reported that the device fails opcheck every time. The device was evaluated at philips, and the failure was duplicated. Replacement of the therapy pca resolved the failure. The device passed all post evaluation testing and was returned to service.